Event description:
It was reported that this right atrial (ra) lead exhibited low out of range impedance measurements, undersensing and loss of capture (loc). A lead revision was performed and this lead was capped and surgically abandoned; a new lead was implanted. No additional adverse patient effects were reported.